Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away. It is unknown if the death was device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2158-50, serial#: (B)(4), description: linear lead with enhanced stylet, 50cm.

Event description:
A report was received that the patient passed away. It is unknown if the death was device related.

Manufacturer narrative:
Additional information was received that the patient died out of the hospital. The cause of death was ischemic heart disease. According to the physician the reported event was not related to the surgical procedure or device.

Event description:
A report was received that the patient passed away. It is unknown if the death was device related.